Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, pain, mobility. Implant bridge 22-24, implant 22 loose and abutment screw 24 fractured. (B)(6) and (B)(6) are the same patient.